Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 568 mg/dl at the time of incident. The customer's blood glucose was 313 mg/dl at the time of call. The customer's blood glucose was 229 mg/dl at the end of call. The customer performed troubleshooting and found no issue on the insulin pump. The customer stated that she already changed the infusion set. The insulin pump will not be returned for analysis.